Event description:
During a left heart catheterization (lhc) and possible percutaneous coronary intervention of the ramus, the physician suspected air leaking in both catheters during injection. There was no difficulty tracking through the patient's vasculature. There was no patient injury.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A review of lot 15102407 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This is one of two products involved with the reported event. The associated manufacturer report number(s) is/are 9616099-2010-00318 and 9616099-2010-00319.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
During a cardiac catheterization with two 6fr infiniti jl4 diagnostic catheters, the physician suspected air leaking in both catheters during injection. There was no patient injury. No anomalies had been noted prior to use and the catheters had prepped normally. There was no difficulty advancing the catheters into the patient. The reporter stated that the "physician did not visibly see air leakage; he was just suspicious that something didn't seem right". Both catheters were returned for evaluation. A non-sterile 6f infiniti diagnostic catheter (lot 15102407) was returned for analysis. No anomalies were found on the unit. A leakage test was performed and no leakage was detected during the test. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Another non-sterile 6f infiniti diagnostic catheter (lot 15102407) was returned for analysis. No damages over the catheter were observed unaided eye. During functional testing, the distal tip of the catheter was obstructed and water was injected through the hub; no leakage was detected. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. No nonconformance records were issued for this lot and no excursions were found. The complaint was not confirmed. Neither catheter leaked during analysis. No further actions will be taken at this time. This is one of two products involved with the reported event. The associated manufacturer report number(s) is/are 9616099-2010-00318 and 9616099-2010-00319.